Manufacturer narrative:
The catheter failed to pull back. At acquisition start, the pim jaws opened after ~5 mm, and oct showed repeated frames, fiber stretch, and rotational instability. The software initiated the recovery workflow. The oct logs confirmed the complaint.

Event description:
¿Case 5¿ pre-intervention pullback. The catheter did not pull back (pim jaws let go; stretch and rotational instability are visible in the images, resulting in red frames, too). This vessel appeared as a straight lcx. This catheter was retrieved.